Event description:
It was reported that the device had a foreign object. A 1.50mm rotapro was selected for use. During preparation, it was noted that there was a foreign object found at the base part of the burr and drive shaft sheath. The procedure was completed with another of the same device. There were no patient complications reported.